Event description:
Leica biosystems received a complaint of under processed tissue following processing. On (B)(4) 2019, leica biosystems received the following information: "total approximately 70 cases affected, which equated to approximately 380 blocks. 1 case (skin biopsy) was nondiagnostic. 2 cases (emb and bm) had uninterpretable ihc due to the processing artifact." Leica biosystems was informed that the tissue type included in the description was the only information that the customer was willing to provide.